Event description:
Unclear if the incident occured during or before use. The only details that were provided was the catheter had a "faulty balloon."

Manufacturer narrative:
Evaluation summary: the catheter was returned missing the balloon latex and both distal and proximal windings. The components appears to have been pulled off the tip of the catheter. There is a small amount of adhesive visible where the windings would normally be.